Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available to be returned for complaint investigation. A review of the device history record is pending. Additional contact: (B)(6) taiwan.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that reportedly leaked an unspecified fluid through the device's filter vent. There was no report of any human harm.